Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the force sensor and motor during visual inspection. Device was also received with case cracked behind the pump at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump shows critical pump error with open book icon. Customer's blood glucose value was 8 mmol/l. The customer was assisted with troubleshooting. Customer states the insulin pump was not bumped or dropped or moisture damage. Customer states the insulin pump was exposed to moisture and on the back of the insulin pump, underneath belt clip there was a small crack. The device will be returned for analysis.